Manufacturer narrative:
This report is being made out of an abundance of caution. Service engineer visited site and evaluated device to determine cause of event. He replaced power supply, checked device for proper operation after repair and the device was returned to use. Power supply was returned to fujifilm in (B)(4) for analysis by manufacturer. (B)(4). A cr reader unit is used for reading x-ray images that have been exposed on a cr image plate. The smartcr is also known as an xg-1 or a cr-ir 346. There is no indication the system was being used to read image plates at the time of the event. No patients were reported as being involved in the event and no reports of injury were alleged or provided by the reporter. Fujifilm submitted the correction report identified on march 22, 2016. This addresses a corrective action that will replace the power supply in all smart cr systems. Notification to users is currently being conducted. This MDR will be supplemented with additional information as necessary once the investigation is complete.

Event description:
Customer report alleges smoke coming from smartcr computed radiography (cr) reader unit around 23:00 after first noticing a burning smell around 21:00. Unit was removed from nicu and taken to plant ops. There is no indication the system was being used to read image plates at the time of the event. No patients were reported as being involved in the event and no reports of injury were alleged or provided by the reporter.